Manufacturer narrative:
Gtin/UDI number for item 2420-0007, lot 17045969 is (B)(4). The customer's complaint that the upper fitment separated could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the ICU, the primary feeding tubing separated and leaked at the upper fitment while changing the fluid bag. Approximately 20 ml of fluid was lost. There was no report of patient harm.